Manufacturer narrative:
Evaluation summary: the system was examined and the reported event was not replicated. The host module was replaced to address the reported event. The system was tested and found to meet product specifications. The system met specifications at the time of release. The cause of the reported event can be attributed to the non-conforming host module. However, how that host module became non-conforming remains inconclusive.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Several attempts were made to obtain further information on the event with no response to date. (B)(4).

Event description:
A healthcare professional reported a case of jamming of a system. It is unknown when did the event occur and if there was a patient involved. Several attempts were made to obtain further information on the event with no response to date.